Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/31/2015 with the following findings: the keypad was uncut and there was no damage found on the keypad cover. All the keypad buttons responded intermittently to presses. The keypad cover was removed and contamination was present under all the button contacts.

Event description:
The patient reported that the ok keypad button was unresponsive after pressing it the first time six to eight weeks ago and gradually became worse. The patient also stated that the down arrow keypad button became unresponsive on (B)(6) 2011. The patient indicated that he wears the pump in his pocket and cleans the pump with soapy water every few weeks.

Manufacturer narrative:
Follow-up # 1 01/25/2012. Device history record review was conducted on (B)(6) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.